Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore under the front therapy electrode. The sore was described as open and oozing. It was reported that the patient had the reported sore prior to using the lifevest, but using the lifevest had made the sore worse. The patient's doctor was caring for the wound with miconazole nitrate 2% cream and dressing it with gauze on a regular basis. It was reported that the patient's skin irritation improved. There was no allegation that a device malfunction caused or contributed to the reported wound.